Event description:
Rotation locks were unlocked and table tilted resulting in patient incident (no details were given).

Manufacturer narrative:
Device works as designed, site personnel not following instructions listed in owner's manual. An in-service was performed for three different groups of staff. Site personnel resumed use of table. Although this event was initially reported as a life-threatening injury, the initial reporter subsequently confirmed that, while a fall could lead to a serious injury, in this case there wa no injury to the patient.

Event description:
Rotation locks were unlocked and table tilted resulting in patient incident (no details were given).